Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not available. Additional PMA/510(k) number ¿ k011028 / k013227. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss. Different techniques were used to try to save implant. Patient is a heavy smoker that presented with advanced chronic periodontal disease in 1981. Regardless of efforts to maintain the case (4x/ year), we have loss attachment in many of her teeth. In 2003 they extracted her mandibular teeth and restored her case with an overdenture supported by a bar over 4 dental implants. Unfortunately, the patient presented with severe bone loss that made the implant.